Event description:
It was reported that during a tibia plateau level osteotomy (tplo) surgical procedure, it was observed that the quick coupling device was making grinding and clicking noises. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.